Manufacturer narrative:
Per the end-user, the issue occurred several times during inspection.

Event description:
It was reported that during routine testing at the subsidiary's service center, the pump had a belt slip error. There was no patient involvement.

Manufacturer narrative:
81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the roller pump to only generate belt slip error when over occluded. With the roller pump properly occluded the roller pump operated as intended. The service repair technician duplicate the reported complaint. He replaced the drive belt and small pulley to address the issue. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.